Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they had a loss of therapy. Patient reported that on (B)(6) 2014, they had an operation and the manufacturer representative that was in attendance did not program the ins correctly. Patient stated that they were in agonizing pain and cant see the manufacturer representative until the next monday after date the report. Patient stated that they cant even walk. The surgery was done for an ins replacement. It was reported that the pain has been going on since (B)(6) 2016. Additional information received stated that the patient cant get hold of their healthcare professional (hcp) and will have to contact another hcp to see if they can page out a manufacturer representative. Patient stated that they will have to go to the emergency room (ER) for assistance. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.